Manufacturer narrative:
(B)(4). The products may be returned to boston scientific for disposal, but no laboratory analysis is required. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were explanted due to infection. No replacement system was implanted at this time. No additional adverse patient effects were reported.